Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4193 implantable pacing lead - 2004 (B)(6). (B)(4).

Event description:
It was reported that this patient had shortness of breath for three weeks because her device was not properly turned on after implant. It took three weeks for the physician to realize what the problem was and to resolve it. No patient complications have been reported as a result of this event.